Manufacturer narrative:
The baxter technician found the CPR handle needed to be reattached. Per the baxter service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for CPR. Replace or repair parts as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician reattached the CPR handle to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the compella scale rental CPR could not be activated. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not know if this event was already communicated to another baxter department or authority.